Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did experienced urinary retention prior to device and it had not worsened. It was unknown if catheterization was patients standard of care prior to device. The issue was resolved.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the hcp said that patient has been experiencing therapy issues including not being able to empty their bladder. Hcp said they've checked everything in regards to the circuitry and confirmed the device was functioning, they are able to connect to the patient's ins. Hcp was inquiring about help to make adjustments to therapy. Hcp said patient's rep is their caretaker and they were unsure of when they first noticed a return in symptoms. Hcp said they were told this week the patient had a urine test done where they had over 1000ml of water in a 2 hour period and the patient was unable to urinate and said that is abnormal for the patient. Caller said they were told that is why they've noticed it this week but they are unsure if it had been happening earlier, as they said patient could have not been being truthful to them about when it started. Patient also had a CT scan "a while ago" and they were wondering if that could affect the ins. Reviewed CT scan guidelines and reviewed that agent could help with any therapy adjustments. Therapy adjustments were not performed as caller stated the patient wanted to wait for direction from their hcp. Hcp wanted to make sure they were checking all the right things in regards to the technical side of the ins, so agent transferred caller for assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.